Event description:
A (B)(6) male pt contacted zoll customer support that his monitor made a loud noise and then would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (loud noise and would not power on) was confirmed. As received, the monitor would not power on. During servicing, there was a "failed to program location" error that revealed intermittent bga connections on ram chips u100 and u101. Additionally, there was a segmentation faults that pointed to intermittent bga connections at flash components u102 and u105. The cause for the inability to power on is the intermittent bga connections on the computer analog (ca) board sn (B)(4). The intermittent connections are likely due to a fractured solder connections induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connections may have been accelerated through rough handling. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the defective monitor. The pt was issued a replacement monitor.